Manufacturer narrative:
The grounding pad underwent visual and performance testing upon return. Three 1 minute lesions at 90 degrees celsius were performed. Each procedure held temperature and impedance within specification. (B)(4).

Event description:
A patient received a burn from a grounding pad on the mid section of the back between l1 and l2. The burn was located on two sides where the pad curves.